Manufacturer narrative:
Final analysis found that the eri flag was triggered by electrocautery, however the device voltage was normal at 2.98 v. The rf telemetry function per specification was disabled due to eri flag. After the product code was downloaded, normal function ensued.

Event description:
It was reported that at implant the pulse generator exhibited a diagnostics anomaly. The physician chose not to download the device code. The device was not used.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.